Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter alleged that a button on the infusion device was defective. No adverse event was reported. The alleged product was requested to be returned for product evaluation.

Manufacturer narrative:
The serial number for this case, (B)(4), was reported in error. The actual alleged device is serial number (B)(4), which was reported under emdr 3011393376-2016-05553.